Manufacturer narrative:
(B)(6). Device manufacture date: unknown. Results - bd received samples from the customer facility for investigation. Functional tests were performed. The samples were evaluated and the customer's indicated failure mode for unrecovered rubber needle covers with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for unrecovered rubber needle covers was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the rubber sleeve covering the needle of the 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set would not re-cover the needle after use. No injury or medical intervention reported.